Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. The device is not available for evaluation, as it was discarded by the facility. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the descending aortic dissection cannot be determined; however, may be due to patient factors (calcification, advanced age) and/or procedural factors (device manipulation). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, a descending aortic dissection occurred during a transfemoral tavr procedure for a 23mm sapien 3 valve. While performing a compression hemostasis at the groin, the physician noticed a dissection from the distal part of the aortic arch to right above the renal artery, forming a false lumen. As the hemodynamics were stable, the patient was to be monitored under low blood pressure management in the heart care unit. Per report, the patient aortic annulus diameter measured 22 mm with moderate calcification and bulky calcification on the non-coronary cusp (ncc), the sinotubular junction (stj) diameter measured 21.2 mm. The access vessel minimum luminal diameter (mld) measured 6.5 mm with moderate calcification and mild tortuosity.